Manufacturer narrative:
(B)(4). The sample was provided and an evaluation was performed. The instrument was manufactured in april of 2015. The tip/footplate is broken. The broken piece is present and fits into broken area, so there are no other smaller pieces missing. The instrument is in worn condition and the broken footplate has been modified. Instrument has been damaged by misuse and modification; footplate is modified and thereby weakened. Grinding on the inner surface is also visible. Instrument was disassembled by an unauthorized service company. The instrument was manufactured and delivered with a handle screw, which was secured by laser welding dots. To remove this screw, excessive force with a screw driver is required. This instrument has all laser welding dots broken, like a seal. The reported breakage is related to unauthorized modification which extremely reduced the durability and therefore the tip/footplate broke in the form of mechanical overload. There have been no issues identified with the material or manufacturing process. A review of the device history records (DHR) did not identify and issues that would have contributed to the reported issue.

Manufacturer narrative:
Cfn (B)(4). Customer advocacy sent the customer an email acknowledging receipt of the complaint, providing the complaint number, and inquiring if additional information may be available. Confirmation was also requested from the customer that there was no patient impact associated with reported issue. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Customer reported via email the tip broke completely off during case. On (B)(6) 2016. What was the procedure that was being performed? Cervical lfd. Did any part of the instrument fall into the patient's body and if so how was it retrieved? The tip fell off but was retrieved with an instrument. Was there a medical procedure performed to verify if the instrument was in the patient's body, such as an x-ray? X-ray was used for documentation purposes. What was the patient's outcome? Good. Was the procedure completed as planned? Yes. Can you please send all parts of the instrument for evaluation? I did.